Manufacturer narrative:
Investigation summary: on (B)(6) 2018, the (B)(4) manufacturing plant received the following complaint samples: twenty (20) pen needles from batch# 7152646: defect(s) reported: during 100% inspection, 9 critical defects were identified: quantity: 8; defect: missing, damaged or defective label affecting sterility (3 punctured/teared; 5 not sealed) quantity: 1; defect: missing, damaged, or defective cover affecting sterility. Additionally, 13 major defects of interest that appear to be of similar root cause as the critical defects were found during 100% inspection: damaged, deformed, or defective cover and/or label not affecting sterility (11 cuts, tears to label and/or slight damage to cover where label damage occurs; 2 bottom hit to cover). A device history record review for catalog# 47369802, batch# 7152646 (23g etw x 7mm pen needle us). This batch was manufactured between 18aug2017 to 28aug2017. There were zero (0) notifications for any defects noted during manufacturing of this batch. Investigation summary: damage noted to the exterior of the cover and to the tear drop label, as noted in the sample photos above, was determined to be attributable to a previously unidentified station. At station 50, a paper support ledge is utilized to support the flow of label material. An unevenness between this support and the adjoining plate was found to be a contributing factor to damage found along the rim and/or side of the covers. Damage to the tear drop label was also noted while observing the production line running during evaluation in (B)(6) 2017.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packages of bd¿ pen needle sterile single use were found with defective covering, missing or punctured/tore breaching the sterile barrier. There was no report of exposure, serious injury or medical intervention.